Event description:
It was reported that a remote transmission showed that the atrial lead had far field r-wave (ffrw) oversensing on the presenting electrogram. Additionally the atrial tachycardia/fibrillation episode had some sort of electromagnetic interference. Follow up indicated that the patient had an appointment with the electrophysiologist after the event; however, there were no additional notes in the patient's record regarding that appointment. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.